Event description:
It was reported that a balloon rupture occured. The target lesion was located in the moderately tortuous and moderately calcified vein. A 15mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm. The device was removed without any problem by using the normal method. The procedure was completed with another of the same device. The patient was in good condition post the procedure.